Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The device had cracked display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 160 mg/dl. When the customer tried to enter her carbohydrates to bolus, the numbers kept scrolling. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.